Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer alleged that the insulin pump delivered a ten unit bolus that he did not program. The customer also reported that the insulin pump alarmed no delivery. Troubleshooting was performed. During troubleshooting, the customer reported that the insulin pump began to deliver a ten unit bolus during the priming process. Nothing further was reported.